Manufacturer narrative:
Field service personnel indicated that the visual inspection found the loudspeaker was damaged. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction inop and no sound at the time of the event. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that the speaker was malfunctioning. The customer observed the error messages displayed on the monitor. It is unknown if the device was in use at the time of the event. There was no report of patient or user harm.